Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been fluctuating. On one occlusion, the (bg) level was 400 mg/dl with ketones. Insulin injections and a bolus of insulin was delivered to address the bg level. Due to an over correction, the customer's bg dropped to 33 mg/dl and yogurt was consumed. The contact reported that the infusion set site, insulin and cartridges were "ok". After discussing the pump settings with a healthcare provider, they were adjusted.